Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during an pre-implant check, this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Storage at below recommended was suspected. Device data was not provided for analysis and this device has not been cleared for implant. There was no patient involvement.

Manufacturer narrative:
This report contains a correction to field d4 lot/serial number. Corrected information was received from the field regarding the device serial number.

Event description:
It was reported that during an pre-implant check, this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Storage at below recommended was suspected. Device data was not provided for analysis and this device has not been cleared for implant. There was no patient involvement.

Event description:
It was reported that during a pre-implant check, this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Storage at below recommended was suspected. Device data was not provided for analysis and this device has not been cleared for implant. There was no patient involvement. Approximately ten months later this device was reinterrogated prior to implant and once again displayed code 1003. Boston scientific technical services (ts) requested that device data be made available for analysis. This device was not cleared for implant. There was no patient involvement.

Manufacturer narrative:
This report contains a correction to field d4 lot/serial number. Corrected information was received from the field regarding the device serial number.